Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with one of the facility¿s patient care technicians (pcts) who was familiar with the event. The pct said the dialyzer blood leak was internal, and visually observed in the dialyzer. The event occurred one hour and ten minutes into the patient¿s hd treatment. A blood test strip was used, and it tested positive. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with one of the facility¿s patient care technicians (pcts) who was familiar with the event. The pct said the dialyzer blood leak was internal, and visually observed in the dialyzer. The event occurred one hour and ten minutes into the patient¿s hd treatment. A blood test strip was used, and it tested positive. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. Blood was present throughout the fibers and in the header caps. During gross visual examination, a kinked and looped fiber was observed on the non-cavity ID end at approximately 160° with the dialysate ports situated at 0°. After disassembly of the dialyzer, it was noted that the ends of the kinked and looped fiber were potted on the same side; however, there was a break in the looped fiber on one end. Under magnification of 20x, the smaller part of the fiber was noted to be potted within close proximity to the end of the looped fiber. The fiber measured 1.28mm from the potting surface. No other damage or irregularities were noted on the returned sample. The dialyzer was not subjected to a leak test as looped fibers and potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.